Event description:
It was reported that the insulin cartridge or connector on an ilet system was not attached correctly, resulting in an infusion setup issue; customer care guided the user to disconnect from the anchor, rewind the pump, reinsert the cartridge and connector, verify insulin drops, and resume therapy. No adverse clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included technical troubleshooting and user education. Investigation of this case revealed user setup error with successful restoration of therapy after reinstallation. It was concluded that the device functioned as designed and the event was attributable to user handling.